Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. This condition was due to depletion of the main batteries. The main batteries and battery harness were replaced to fix the reported condition. If additional information is received, a follow-up will be submitted

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred in the general patient ward according to the hospital representative, it is unknown if there was any patient involvement, but there was no injury, or medical intervention reported related to the device. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. A service history review revealed that this device was previously serviced for the reported condition.